Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02410. It was reported that during a trial procedure on (B)(6) 2021, the physician was unable to safely place the lead. As a result, the procedure was abandoned. It is unknown which lead was unable to be safely placed; therefore, both leads will be reported.